Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report a loss of connection between the transmitter, smart phone and receiver that occurred on (B)(6) 2016. Patient's mother was advised to shut down the receiver, reboot the device and turn off then on again the bluetooth on the smart phone. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on (B)(6) 2016. The reported event of loss of connection was confirmed. A root cause could not be determined.